Event description:
This is being filed as during the procedure, the steerable guide catheter (sgc) hemostasis valve lost fluid. Although there was no adverse patient effect, if this were to recur, loss of fluid in the hemostasis valve has the potential to allow air to enter the anatomy which may result in patient injury. It was reported that prior to starting the mitraclip procedure, the sgc was prepared strictly following the instructions for use (IFU). All lumens were de-aired and the sgc hemostasis valve was checked for leaks for a minimum of 30 seconds. No sgc or clip delivery system (cds) defects were detected. The sgc/dilator was advanced to the atrial septum; however, the dilator was able to pass through the septum, but not the sgc. The sgc with dilator was removed from the anatomy and the septum was dilated with a peripheral balloon. The sgc was reinserted into the anatomy. After approximately 30 minutes and putting pressure on the septum, approximately 4cm of the sgc/dilator entered the left atrium very quickly. No contact between the dilator and atrium wall was detected. When the dilator was being withdrawn as per the IFU and aspiration was initiated, no blood was being aspirated. The sgc was successfully pulled back to avoid creating a vacuum and any contact with the la wall. Aspiration was continued. Cds was inserted into the sgc, but before the clip exited the tip of the sgc, the sgc hemostasis valve was found to be empty of fluid.

Event description:
Subsequent to the previously filed medwatch, additional information received indicated that the septum may have been a little more thicker but there was no additional anatomical reason for the initial difficulty crossing the septum with the steerable guide catheter. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The steerable guide catheter (sgc) was not returned for analysis. The analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. Potential causes for difficulty advancing the guide (physical resistance) through the septum can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (transseptal puncture techniques) or manufacturing anomalies. Additionally, potential causes for leaks can include, but are not limited to, user technique/procedural conditions, such as the steps utilized to de-air the device during guide preparation and loose connections between the luer and accessory devices (i.e. Stopcock, high pressure tubing or syringe) or manufacturing anomalies (tears or missing silicone in the valve). As part of the mitraclip manufacturing process, all devices are subject to visual, dimensional and functional inspection to verify product quality. Review of the lot history record confirmed this device met all in-process and final acceptance activities, including verification that the outer diameter of guide tip met specification, the device passed leak testing, and silicone was applied to the guide valve. There were no manufacturing nonconformities issued to the reported lot. A query of the electronic complaint handling database identified no other incidents reported for leaks or difficulty crossing the septum (physical resistance) from this lot. There were no reported device issues while functionally inspecting the sgc during device preparation, which is an indication that the device was functioning properly prior to use and no leaks were present prior to use. There is no indication that the manufacture of the device contributed to the reported event. With respect to the patient condition, procedural conditions and/or user technique, difficulty crossing the septum can be influenced by the anatomical morphology/pathology of the septum or the transseptal puncture technique. Similarly, leaks may be influenced by the steps utilized at the account during device preparation, such as not fully de-airing the guide shaft during preparation, loose connections between the luer port and accessory devices (i.e. Stopcock, high pressure tubing or syringe) or the guide coming into contact with the atrial wall, resulting in a vacuum effect. Based on the information reviewed, it is likely that the resistance during advancement of the sgc through the patient anatomy was due to the morphology of the septum and not a product quality deficiency. Furthermore, since it was reported that no leaks were identified in the sgc during device preparation, the reported loss of fluid column may have been related to user technique; however, this cannot be confirmed based on the information provided and without the device to examine. While a definitive case for the leak cannot be determined, there is no indication of a product quality deficiency. Abbott vascular is aware of the failure modes of leaks (loss of fluid column) and physical resistance with the patient anatomy (septum); however, a cause for this event could not be identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The physicians were advised to exchange the sgc with another device to avoid an air embolism, but the cds was continued to be advanced into the left atrium. Again the hemostasis valve was found to be empty. The cds was retracted into the sgc and the system was removed from the anatomy. The mitraclip procedure was aborted due to the difficulty passing through the septum. The patient's functional mitral regurgitation grade remained at grade 4. Post procedure, the patient was in a good state and the physicians were to discuss the possibly of performing another procedure. No additional information was provided. The steerable guide catheter is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.